Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 had infusion failing in bottle side was not identified during the customer call. Tech support assisting in performing the patient side occlusion test, fluid side occlusion test, and then reset the pressure sensor to factory default and retest module but issue still persist. Advised to replacing pressure sensor, bezel assembly & logic board, if error still persist return the module to the factory for further repair. Customer agreed and issue resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 infusion failing bottle side. There was no patient involvement.